Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. Additionally, it was reported that multiple empty cartridge alarms occurred. The customer¿s blood glucose level was 186 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.